Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3. Date of event: since the event date was unknown in february. It was updated as (B)(6) of february.

Event description:
It was reported that during the injection of the drug, it was discovered that the medicine liquid had leaked from the soft bag into the hard case during priming. There was no patient involvement and no patient harm.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done the reported issue was confirmed. Upon closer inspection under magnification, a tear was observed at the cassette seam. A lot history review could not be conducted because no lot number was provided.